Event description:
Pt reported infusion set falling out of infusion site as a result of the adhesive not sticking. She stated that her blood glucose level was 500 mg/dl. Pt indicated that she changed the infusion set in place of insertion. She administered an insulin injection using an insulin pen and drank water to address the elevated blood glucose level. Pt reported that her vision was affected, she felt dry mouth, and felt "icky" the rest of the day. She no longer had product to return for evaluation. No medical assistance was reported.

Manufacturer narrative:
Product not returned for eval.